Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure ( failure to deliver stent <(>&<)> stent deformation). Patients condition affected effectiveness of the device (lesion morphology - 80% stenosis). Deformation problem (stent deformed). Evaluation conclusions: device failure related to patient condition: (lesion morphology ¿ 80% stenosis). Inherent risk of procedure (failure to deliver stent <(>&<)> stent deformation).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion in the lcx with 80% stenosis but the device could not pass. The lesion had been pre-dilated and the device was inspected before use with no issues noted. The physician used a new device to complete the surgery. No reported patient complications. Evaluation summary: the device was returned for evaluation. The distal tip was deformed. The 5th, 10th, and 11th distal segments and 5th proximal segment were misaligned, the 10th proximal segment was deformed with a raised strut. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).